Event description:
Reporter alleged there was an "h" on the blood glucose monitoring device display and when inserting a test strip; the result of hi appeared however did not have symptoms of high glucose. Reporter stated not tested after the alleged event in one month and now does not recognize symptoms if alleged glucose is high. Reporter indicated the night of the alleged report, glucose was 60-70 mg/dl and no medical treatment was sought as well as controls were run and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.